Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : one 90sx - accelerator probe was received and the damaged heat shrink condition was confirmed. It was observed the heat shrink was torn exposing some part of the lumen. Wear marks, burnt stains and left over tissue residue on the electrode were observed on the probe tip. Additional information was received confirming that nothing left inside the patient. As part of the evaluation, the unit was then connected to the serfas energy programmer box to read the programming and activation history. According to the activation history, the unit was activated 41 instances (the box can read and store maximum of 41 instances). The probable root cause/s could be of the heat shrink got damage and melted could be the unit used as a tool for mechanical displacement of tissue, excessive force and scrubbing with another object during use caused heat to insulation to degrade and rip.

Event description:
It was reported that the black sheath along the accelerator probe started peeling. The distal part of this covering left. There was no adverse consequences and no delay on the procedure. Another probe was immediately available to complete the procedure (a shoulder arthroscopy).

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the black sheath along the accelerator probe started peeling. The distal part of this covering left. There was no adverse consequences and no delay on the procedure. Another probe was immediately available to complete the procedure (a shoulder arthroscopy).